Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device light was working intermittently. Alleged malfunction reported detected during pre-testing prior to a patient use. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device light was working intermittently. Alleged malfunction reported detected during pre-testing prior to a patient use. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). The following components of the MRI conditional laryngoscope kit were received for investigation; the MRI kit handle, miller blades 1,2 , & 3, mac blades 2,3, & 4, and two (2) battery packs MRI kit battery packs, 005853300. Upon receipt the multiple components were visually examined for any signs of abuse/misuse/damage. None were noted. All six (6) of the blades that were returned with the partial kit were attached to the handle and engaged. All six blades illuminated with no light interruptions or flickering. Both battery packs were tested with all six blades each. Functional inspection did not reveal any operational anomalies with the MRI kit handle; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges the device light was working intermittently. Alleged malfunction reported detected during pre-testing prior to a patient use. No patient impact or consequence was reported.